Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call hospitalization due to high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose level was 364 mg/dl. Nurse advised customer received a new insulin pump but does not know their settings and how to program them. Nurse advised the cannula was bent and the customer went into diabetic ketoacidosis before being hospitalized.